Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (500s mg/dl) and insulin injections were administered to address bg. Contact reported elevated bg was due to customer refusing to address bg via the pump and being insulin resistant. Although multiple attempts were made by tandem technical support to obtain additional information, contact did not reply.